Manufacturer narrative:
The test reservoir does not lock properly inside the reservoir tube. The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, cracked case at the reservoir tube window corner and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the ring came out and the threading was crumbly when the customer changed the reservoir. Reservoir could not stay in the compartment. Customer's blood glucose was 72 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.